Event description:
Or reports during surgical procedure two ats45 laparoscopic linear cutters would not work properly. The first cutter would not accept the 3rd cartridge (sulus) when attempting to reload. It appeared the blade would not retract. The second cutter would not accept the cartridge on the 2nd reload. A third device was obtained and procedure completed with no further issues. Product representative did stop by the risk office and visually inspected device. He confirmed the blade did not retract properly. According to the rep these devices are able to be reloaded eight or so times during a procedure and each cartridge holds approximately 40-50 staples. The package states each cartridge makes a 45mm staple line. No injury to patient. Manufacturer response (as per reporter) for stapler, linear cutter, surgical, endopath ats45product returned for evaluation purposes. No follow up as of yet.